Event description:
As reported, during a procedure involving balloon dilation of the iliac artery, an advance 18 lp low profile balloon catheter¿s balloon ruptured and separated. The patient¿s anatomy was reportedly not tortuous or calcified. A 5-french, 90-centimeter cook raabe sheath was used during the procedure. An unspecified inflation device was used to inflate the balloon approximately three times, up to fourteen atmospheres, for approximately thirty seconds each time. The balloon reportedly ruptured at fourteen atmospheres, during inflation within a lesion in the external iliac artery. Blood was noted in the inflation device. Per the reporter, the balloon was inflated inside of an unknown stent in the superficial femoral artery prior to inflation and rupture within the external iliac artery. After rupture, the balloon would reportedly not deflate completely, and negative pressure could not be maintained because ¿it was filled with blood.¿ the user attempted to remove the balloon catheter by itself, without the sheath. A counter-clockwise rotation of the balloon catheter was not conducted upon withdrawal. As the user attempted to remove the balloon catheter, ¿some of¿ the balloon sheared off in the artery. The patient was sent to surgery, and the balloon fragments were successfully removed from the patient. The patient was hospitalized. The original procedure was not completed successfully; therefore, per the reporter, the patient may need another balloon dilation of the iliac artery at a later time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving balloon dilation of the iliac artery, an advance 18 lp low profile balloon catheter¿s balloon ruptured and separated. The patient¿s anatomy was reportedly not tortuous or calcified. A 5-french, 90-centimeter cook raabe sheath was used during the procedure. An unspecified inflation device was used to inflate the balloon approximately three times, up to fourteen atmospheres, for approximately thirty seconds each time. The balloon reportedly ruptured at fourteen atmospheres, during inflation within a lesion in the external iliac artery. Blood was noted in the inflation device. Per the reporter, the balloon was inflated inside of an unknown stent in the superficial femoral artery prior to inflation and rupture within the external iliac artery. After rupture, the balloon would reportedly not deflate completely, and negative pressure could not be maintained because ¿it was filled with blood.¿ the user attempted to remove the balloon catheter by itself, without the sheath. A counter-clockwise rotation of the ballon catheter was not conducted upon withdrawal. As the user attempted to remove the balloon catheter, ¿some of¿ the balloon sheared off in the artery. The patient was sent to surgery, and the balloon fragments were successfully removed from the patient. The patient was hospitalized. The original procedure was not completed successfully; therefore, per the reporter, the patient may need another balloon dilation of the iliac artery at a later time. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawing, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU warns ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert.¿ the IFU instructs the user to remove the balloon and sheath as a unit if rupture occurs. Regarding deflation and withdrawal of the device, the IFU states: ¿completely deflate the balloon using an inflation device or syringe. Maintain vacuum on the balloon and withdrawal the catheter. Upon catheter withdrawal, a gentle counterclockwise rotation of the catheter will assist balloon rewrap, minimizing trauma to the percutaneous entry site. If resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit.¿ the rated burst pressure for the device is 12 atmospheres. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that failure to follow instructions contributed to this event. The rated burst pressure is twelve atmospheres; however, the customer reported that the balloon ruptured at fourteen atmospheres. The IFU warns ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert.¿ the user also attempted to remove the balloon catheter by itself after the balloon ruptured. The IFU instructs ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit¿. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.